Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The pt contacted the vad coordinator to express that while at home, he experienced a grinding noise coming from the pump. The vad coordinator requested the pt to return to the hosp. Upon arrival, the pt had multiple red heart alarms for low beat rate and the pump was stalling. It was decided to place the pt on pneumatic support using stroke volume limiter (svl) and drive console. Later that day, the pt's lvad was replaced with another lvad with no incidents.

Manufacturer narrative:
Pt remains stable on lvad support. The manufacturer is attempting to acquire the device for evaluation. No further info is available at this time.